Event description:
Lodi implant failed to osseointegrate.

Manufacturer narrative:
Clinician stated that lodi implants failed to osseointegrate. The clinician did not provide the following information: amount of torque used to abutment and implant; patient bone density; whether primary stability was achieved; whether implant was immediately loaded. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause may be unknown. The records management database indicates that the implant met the specifications and were approved for product release. Any issues were successfully resolved prior to the release of the implants. No further action is required.